Event description:
Received a voluntary report alleging a power chair shut off on its own and the brake did not engage causing the chair to turn over trapping reporter. In another report the batteries became depleted and the brakes became stuck. The reporter alleges he sustained a spinal injury with loss of feeling in his right arm and hand.

Manufacturer narrative:
Unable to evaluate the unit because the reporter requested that his identity not be released to pride. Cannot draw conclusions.